Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 7 events for the failure: overheating of device. 7 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 7 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable product disposition: 5 devices: product not received. 2 devices: scrapped by stryker. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.